Event description:
Pseudoseptic reaction [arthritis]. Swelling in right knee [joint swelling]. Pain in right knee [arthralgia]. Case description: a spontaneous report was rec'd on (B)(6) 2009 from a healthcare provider (hcp) regarding a (B)(6) female pt with a history of osteoarthritis, initial (B)(6), who experienced a pseudoseptic reaction, pain in right knee, and swelling in right knee after receiving synvisc. The pt had a history of two previous courses of treatment with synvisc in both knees: injections on (B)(6) 2008 and (B)(6) 2009. Regarding the current treatment series, the pt rec'd injections of synvisc in both knees on (B)(6) 2009. On (B)(6) 2009, the pt called the hcp's office complaining of right knee pain and swelling. The hcp also reported that the pt experienced a pseudoseptic reaction. It was reported that the pt was sent to the emergency department to be evaluated. Eight ccs of fluid was aspirated from her right knee under fluoroscopic guidance. Analysis of the fluid revealed wbc - 55,040 (units unspecified). Culture and sensitivity was negative. The pt was treated with vicodin and unspecified oral steroids. At the time of this report, the knee pain had resolved and knee swelling had improved. The production and quality control documentation for lot # x0811, with expiration date 10/2011 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot # x0811, with expiration date 10/2011 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.